Event description:
It was reported that there was a medical or therapy problem. The implantable neurostimulator was removed due to pocket irritation. The physician ruled out infection. No allergy kit had been tested. No other potential causes for the pocket irritation had been identified. It was noted that the patient had no issues with her initial non-rechargeable.

Manufacturer narrative:
(B) (4).